Manufacturer narrative:
(B)(4): the customer reported that the device would not discharge energy of 100j or greater. There was no report of pt involvement. Because this unit has been out of support life since (B)(6)2006, the device can no longer be repaired and the specific cause of the malfunction cannot be determined. Based solely on the customer's report, we will consider this to have been a device malfunction.

Event description:
The customer reported that the device would not discharge energy of 100j or greater. There was no report of pt involvement.